Manufacturer narrative:
(B)(4). Concomitant medical devices: therapy date: unknown, 42-5320-064-01 - psn tib stm 5 deg sz c l - unknown, 42-5000-058-01 - psn fem ps cmt ccr nrw sz 5 l - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tkr of the left leg on an unknown date. Subsequently, a custom liner was requested to help re-align the left leg, which the surgeon stated was in knee varus. A revision surgery has not occurred yet. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. X-ray review by mmi states that there is asymmetric left knee valgus and mild right knee varus alignment. No fracture or other abnormality was seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.